Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device: pd6492 batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hysteromyoma/myomectomy procedure on (B)(6) 2019 and the barbed suture was used. It was reported that after finishing sewing, the barbed suture broke several times at the time of application of bipolar electrocoagulation. However, they did not touch each other. There were no patient consequences reported. Another like suture was used to complete the surgery. No additional information could be provided.